Event description:
It was reported that the right ventricular lead delivered inappropriate shocks since 2015 and stopped around 2016. There is no allegation of the malfunction from the health professional but the patient felt concerned and agitated. No further information was available.